Event description:
It was reported that the patient was unable to recharge the ipg adequately due to difficulty getting charger to connect to ipg. As such, the ipg became inoperable and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.